Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (2 mg at 0.19083 mg/day), compounded baclofen (300 mcg at 28.62458 mcg/day) and bupivacaine (20 mg at 1.90831 mg/day) via an implantable pump. It was reported the patient reported experiencing symptoms of withdrawal including anger, sweating, runny nose, hot and cold flashes, muscle cramps, restlessness, and elevated blood pressure on (B)(6) 2021. The patient was started on oral clonidine. On (B)(6) 2021, the patient presented for a telehealth visit without any report of symptoms of withdrawal. It was indicated the event was related to the device or therapy and related to the decreased dose of morphine. The issue resolved without sequelae on (B)(6) 2021.